Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had her right hip replaced by surgeon years ago and recently had a dislocation of her right hip. She was referred to different surgeon to have her hip revised. The surgeon revised her hip on (B)(6) 2019 where he explanted a hip ball and pinnacle liner. The summit stem and 58mm pinnacle cup where left implanted and a new articuleze hip ball and a pinnacle neutral constrained liner where implanted which increased to stability. The surgeon could not get locking ring to engage around liner so he then removed the neutral poly and damaged the poly while removing. The +4 10 degree liner was then opened and implanted with out issue. Doi: (B)(6) 2019; dor: (B)(6) 2019, right hip.